Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was removed from the patient in less than a year due to pacemaker migration secondary to a gastric bypass surgery and subsequent weight loss. The patient underwent surgical intervention to reposition the pacemaker and implant new leads. No additional adverse patient effects were reported.